Event description:
A malfunction alarm was reported, identified by a malfunction code. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset instructions, assisted the customer with resetting the pump, and confirmed the issue did not recur. The customer was advised to continue using the pump and to report any future malfunctions.